Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race not reported. (B)(4). Lot number = (10)1987d. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6), female consumer called to report that when she used the listerine gentle gum care floss for oral hygiene on (B)(6) 2018 it got stuck in her teeth. The consumer started to have pain. She went to dentist for emergency visit. During the visit her dentist was able to partially remove the floss. Consumer reports she is still in pain and has discoloration on two of her teeth. Consumer is scheduled to see an oral surgeon regarding full removal of floss.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on june 17, 2017. The retain sample was visually examined according to product specification and meets specifications for appearance. If information is obtained that was not available for the follow-up #01 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from consumer and it was reported that, the oral surgeon believes all the floss was removed. Consumer states she has a follow up appointment in a month to check the gums and make sure everything was removed and is healed properly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the consumer provided updated information on 02-aug-2018. The consumers oral surgeon was able to get the floss out of her gum line. If information is obtained that was not available for the follow-up #02 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
The consumer provided updated information on 02-aug-2018. The consumers oral surgeon was able to get the floss out of her gum line.